Manufacturer narrative:
The events occurred on unknown dates between (B)(6) 2020 and (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported seventeen (17) large volume folfusors under infused. The event occurred during infusion of 12g of flucloxacillin chloride. This issue was identified during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured from august 9, 2019 - august 12, 2019. Seventeen (17) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed, and the flow rates were found to be with the product specification. Based on the functional flow rate test result, the seventeen folfusor samples were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.